Event description:
It was reported that the patient received shock therapy. The right ventricular (rv) lead exhibited noise with movement of the patient¿s body. Additional information from the clinic confirmed the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 6940-52 lead, implanted (B)(6) 1999. (B)(4).